Event description:
It was reported that while the patient was in the process of having their settings titrated up, they experienced bradycardia. No other relevant information has been received to date.

Event description:
Additional information received from the nurse practitioner noting that the bradycardia was related to an external factor and not the vns. It was noted that the patient already had bradycardia prior to vns placement. The np explained the details of the bradycardia event that took place prior to vns placement. She noted that the hr prior was at 55 bpm and during the event was at 48 bpm. The patient did not have any symptoms. Traumatic events or triggers prior to the bradycardia. The arrhythmia did not correlate with the on time and did not occur during a device diagnostics or following a settings change. The event is not vns related or exacerbated by the vns.